Manufacturer narrative:
Engineering eval is ongoing. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Revision due to post operative infection. This event occurred outside of the united states in (B)(6).